Event description:
Related manufacturer reference number: 2017865-2019-05288. New information received noted upon review, the previously reported event of right ventricular oversensing occured due to a right ventricular lead anomaly. No intervention was reported. The patient was stable and will continue to be followed remotely.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing. Programming changes were discussed. No intervention was reported. The patient was stable throughout.